Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose value was 127 mg/dl. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported self test did not pass. The device will be returned for analysis.